Manufacturer narrative:
Reported event of ¿anchor returned after its insertion into the bone¿ was confirmed based on photographic evidence and device evaluation. Examination of the returned used device, item ckp-4500, found anchor still attached to the suture and detached from the driver shaft. Device trigger was pressed in, and shaft assembly was all pushed in. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ckp-4500, 4.5mm poplok suture anchor, was being used during a cruciate ligament reconstruction procedure on (B)(6) 2022 when it was reported ¿the anchor is returned after its insertion into the bone.¿ it was also reported that the procedure was completed using an alternate 4.5 mm poplock suture anchor with a 5-minute delay in the procedure. Further assessment found that the device did fragment and was retrieved ¿with the help of tweezers and open surgery forceps¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The current status of the patient was reported as ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ckp-4500, 4.5mm poplok suture anchor, was being used during a cruciate ligament reconstruction procedure on (B)(6) 2022 when it was reported ¿the anchor is returned after its insertion into the bone.¿ it was also reported that the procedure was completed using an alternate 4.5 mm poplock suture anchor with a 5-minute delay in the procedure. Further assessment found that the device did fragment and was retrieved ¿with the help of tweezers and open surgery forceps¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The current status of the patient was reported as ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.